Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in basic evaluation. The trial patient reported seeing ¿setting not available¿. The patient was not seeing improvement. The patient was assisted to change therapy sides and controller read "unable to find device". Troubleshooting was unsuccessful. Patient stated "this box was defective." The patient was maxed out on both sides. Patient¿s wife reported couple days later that evaluation rated was 2 and thought things are worse. The patient lead would be removed the next day. It was noted issue was not resolved at the time of this report. Additional information received from patient on (B)(6) 2017 reported that the lead came out on their own. No further patient complications have been reported as a result of this event in the event description.